Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger and push-rod were in advanced position. Residue of viscoelastic material was observed on the cartridge. The intraocular lens (iol) was returned outside the preloaded device. One part of the lens was observed broken. One of the haptic was observed detached. The detached haptic piece was observed stuck in the cartridge. No damage was observed to the other haptic. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens (iol) did not come out of the cartridge. Reportedly, after the issue was noticed after the second push of the plunger. The iol did not touch the patient's eye. Another lens was implanted successfully with no patient injury or wound enlargement. The lens was returned at the manufacturing site and it was noticed to be damaged and with one haptic detached. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).